Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that issue with the foot switch connector. The fse installed a female foot switch connector. After replacement of female foot switch connector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was not working. The issue was found during clinical use. No harm has been reported to philips.